Event description:
It was reported that the programmer experienced a serious error when powered on. The service disk was run and message "can't find external media" was displayed; however, the programmer seemed fine. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.